Event description:
The customer reported that while the unit was in use on a pt, the intra aortic balloon failed to fully inflate and the audible alarm did not alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.